Manufacturer narrative:
Correction is being made to a previously submitted h2, h4, h6 and h11 fields. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the coating peeled off due to physical stress, such as friction, applied during use or cleaning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during device evaluation, the fiberscope, coating of the insertion section coiled tube is peeling off (1 mm^2 or larger). There were no reports of patient involvement.